Manufacturer narrative:
(B)(4). The reported field event of a charging anomaly was not confirmed in the laboratory. The device was interrogated normally and no charging anomaly was observed. The reported field event of premature battery depletion was confirmed in the laboratory via device image. The device was tested on the bench and excessive current flow into the hybrid was noted. The excessive current was traced to an anomalous component on the hybrid. The cause of the premature battery depletion was due to an anomalous component on the hybrid.

Event description:
It was reported that device reached early eri. Upon interrogation the device appeared to start spontaneously charging. When the wand was removed the device, charging seemed to cease. The device was explanted and replaced. No adverse event to the patient.